Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -17.50 diopter, in the patient's left eye (os). The reporter indicated the lens dislocated/subluxed, with the patient experiencing elevated intraocular pressure and glares/halos. The patient could see a crescent shape on the right side of their visual field, which, with reflection of light, was making it impossible for them to drive at night. The lens remains implanted.

Manufacturer narrative:
(B)(4).